Event description:
Olympus was informed that during an unspecified procedure, the device was in saline solution and being cleaned, when the jaws started sparking and smoking. There was no pt injury reported. The device was replaced with a device from the same lot number.

Manufacturer narrative:
Olympus received the thunderbeat had instrument for evaluation. The evaluation did confirm the user's experience. The teflon pad was found melted and partially peeled away from the grasping section. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage was attributed to continuous activation of the output without grasping any tissue in the grasping section, which caused the probe and the electrode of the grasping section to be in direct contact (jaw closed). The device was tested using an esg-400/usg-400 and no errors were displayed.